Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the terminals of the video connector socket corroded and the connection of the electrical contacts of the subject device became unstable due to the following causes. - the video connector of the endoscope was connected to the video connector socket of the subject device without sufficiently drying. - the terminals of video connector socket of the subject device were cleaned.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, the image of the subject device was noisy and not displayed when the video connector of the endoscope was connected to the video connector socket of the subject device and the user touched the video connector. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and bad contact occurred due to corrosion of the contact of the video connector socket. There were no further details provided. If significant additional information is received, this report will be supplemented.